Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that when he felt pain at insertion site, patient removed sensor. Upon sensor removal patient claims that half of the sensor was still inserted in his body while the other half was protruding out. Patient pulled sensor out. At the time of his call to dexcom technical support, patient reported that he was feeling fine.